Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient recently implanted has worsening seizures, sweats persistently, gained weight, has neck discomfort no necessarily related to stimulation. It was reported that the patient is currently programmed at very low settings. It was reported that both normal and system diagnostic tests were performed with results within normal limits with lead impedance value 3849 ohms. Attempts for additional relevant information have been unsuccessful to date.